Event description:
Red dot electrodes kept lifting off the patient's skin after applying the alligator clips from the EKG [electrocardiogram] machine. Red dot packages checked for expiration date (02-19-2027 on package) discarded open red dot packages and used newly opened package with same issue noted. To be able to complete the EKG, the red dot electrodes needed to be held down to prevent them from lifting off.